Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from january 15, 2020 - january 16, 2020. H10: the actual sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using water which revealed a leak at the spike port weld in back of the bag. Additional magnified inspection verified a tear/hole at the back side spike port weld of the bag where the leak occurred. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking between the connection of the bag and the non baxter set. The leak was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.